Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing lead impedance, high thresholds, and loss of capture. The lead was explanted and replaced. The associated device was explanted due to declaration of a code 1003. No additional adverse patient effects were reported.